Event description:
On (B)(6) 2012, the patient reported, that on this day, she had been in the emergency room for six hours and her blood glucose level was 1483 mg/dl. Her normal blood glucose range is 120-160 mg/dl. The patient's infusion device has been displaying the e4 (occlusion error) intermittently beginning on (B)(6) 2012. The patient was given an insulin drip and released from the hospital. As a courtesy, the patient was sent an insertion device for her infusion sets. Follow up with the patient revealed that she was not having any further issues. The patient stated that when her blood glucose levels are elevated she gets blurred vision. The patient will be receiving assistance from a clinical specialist. The patient's nurse requested information on how to change the patient's basal rate from 5.0 to 6.0 units of insulin. The infusion device was not requested to be returned for evaluation.